Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, failure to occlude fallopian tubes & malposition of essure device,migration of essure device'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage'), abortion spontaneous ('miscarriage'), embedded device ('one essure coil is identified on left side within uterine wall'), device expulsion ('one essure coil is identified on left side within uterine wall'), genital haemorrhage ('gen. Abnorm. Bleed') and neoplasm malignant ('cancer') in a 32-year-old female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included gravida, complication of delivery, pregnancy with contraceptive device, multiparous (dates of live births: (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015) and multigravida. Concurrent conditions included ovarian cyst nos. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced visual impairment ("vision problems,vision /eye problems eye spots"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and malabsorption ("malabsorption of nutrients"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 1 month after insertion of essure. In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal"), back pain ("lower back pain"), female sexual dysfunction ("apareunia"), blood disorder ("blood/heart disorder"), cystitis ("bladder infection"), cardiac disorder ("blood/heart disorder"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), teeth brittle ("dental problems brittle") and vision blurred ("blurry vision") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), teratoma ("teratomas") and weight decreased ("weight loss"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, embedded device, device expulsion, genital haemorrhage, neoplasm malignant, abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, vaginal discharge, blood disorder, cystitis, bladder disorder, urinary tract disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, neoplasm, teratoma, visual impairment, weight increased, weight decreased, teeth brittle, constipation, malabsorption and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, constipation, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, malabsorption, menorrhagia, migraine, neoplasm, neoplasm malignant, pregnancy with contraceptive device, teeth brittle, teratoma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2013,(B)(6) 2013. Patient received treatment for migration. Essure removal is scheduled but date and name of the surgery is not reported. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: singleton iup, 19 weeks, 6 days. Breech presentation. Anterior placental. No placental previa.choroid plexus cyst. Regular heart rate of 147 bpm.. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received :lot number added. Following events were added : abnormal vaginal bleeding, dental problems brittle, constipation, malabsorption of nutrients, blurry vision, pain abdominal, lower back pain, one essure coil is identified on left side within uterine wall. Medical history,concomitant conditions,concomitant products and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, failure to occlude fallopian tubes & malposition of essure device,migration of essure device'), device expulsion ('one essure coil is identified on left side within uterine wall'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage'), abortion spontaneous ('miscarriage'), embedded device ('one essure coil is identified on left side within uterine wall'), genital haemorrhage ('gen. Abnorm. Bleed') and neoplasm malignant ('cancer') in a 32-year-old female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included gravida, complication of delivery, pregnancy with contraceptive device, multiparous (dates of live births: (B)(6)2004, (B)(6)2005, (B)(6)2006, (B)(6)2009, (B)(6)2013, (B)(6)2015) and multigravida. Concurrent conditions included ovarian cyst nos. Concomitant products included ibuprofen. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2013, the patient experienced visual impairment ("vision problems,vision /eye problems eye spots"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and malabsorption ("malabsorption of nutrients"). On (B)(6)2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 1 month after insertion of essure. In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal"), back pain ("lower back pain"), female sexual dysfunction ("apareunia"), blood disorder ("blood/heart disorder"), cystitis ("bladder infection"), cardiac disorder ("blood/heart disorder"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), teeth brittle ("dental problems brittle") and vision blurred ("blurry vision") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), teratoma ("teratomas") and weight decreased ("weight loss"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, embedded device, genital haemorrhage, neoplasm malignant, abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, vaginal discharge, blood disorder, cystitis, bladder disorder, urinary tract disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, neoplasm, teratoma, visual impairment, weight increased, weight decreased, teeth brittle, constipation, malabsorption and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, constipation, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, malabsorption, menorrhagia, migraine, neoplasm, neoplasm malignant, pregnancy with contraceptive device, teeth brittle, teratoma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6)2013,(B)(6)2013. Patient received treatment for migration. Essure removal is scheduled but date and name of the surgery is not reported. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2015: singleton iup, 19 weeks, 6 days. Breech presentation. Anterior placental. No placental previa. Choroid plexus cyst. Regular heart rate of 147 bpm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, failure to occlude fallopian tubes & malposition of essure device'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included pregnancy and complication of delivery. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), blood disorder ("blood/heart disorder"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), teratoma ("teratomas"), neoplasm malignant ("cancer"), weight increased ("weight gain") and weight decreased ("weight loss"). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, genital haemorrhage, blood disorder, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, neoplasm, teratoma, neoplasm malignant, visual impairment, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, blood disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, neoplasm malignant, pregnancy with contraceptive device, teratoma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2013. Patient received treatment for migration. Essure removal is scheduled but date and name of the surgery is not reported. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pregnancy stillbirth/miscarriage, device ineffective, miscarriage, migration, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),blood disorder, heart disorder, genital bleeding, bladder infection, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, migraines, tumors, teratomas, cancer, vision problems, weight gain, weight loss, device monitoring procedure not performed. Medical history was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.